Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped its battery longevity from 2 years to elective replacement indicator (eri) in a span of 7 months. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault was triggered and that the device power consumption was increasing in a gradual fashion. Furthermore, device replacement was recommended. This device remains in service. No adverse patient effects were reported.